Manufacturer narrative:
The technician found the button for the head up on the side rail was stuck. The technician replaced the side rail to resolve the issue.

Event description:
The account alleged the bed was moving on its own. No injury reported.